Manufacturer narrative:
Please disregard previous lot history statement. This is an OEM device. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had a mechanical issue and overheated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. The account representative reported that the device warranty expired on 5-march-2016. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; 1.5 years or 2340 cycles. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply had a mechanical issue and overheated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.